Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-19. H.6. Investigation summary: bd received two (2) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed, as the specimen is below the printed fill line on the tube label. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the evaluation of the photo; however, the underfill failure mode could not be duplicated in the returned sample or retention testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® lithium heparinn 75 usp units blood collection tubes the tubes underfilled. The patient was recollected. The following information was provided by the initial reporter: the tubes seem to be underfilled.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® lithium heparin 75 usp units blood collection tubes the tubes underfilled. The patient was recollected. The following information was provided by the initial reporter: the tubes seem to be underfilled.

Manufacturer narrative:
Initial reporter zip (postal code): (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.